Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated that insulin pump delay on screen and keypad, some time its work and sometime not. Customer had changed battery and monitor insulin pump and frozen display reoccurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, no frozen screen noted. However, the middle (enter) keypad button did not respond to keypad presses due to moisture damage keypad connector and electrical board. Unable to perform displacement and self tests due to the keypad anomaly.